Event description:
It was reported to our country representative in (B)(4) by a vns programming nurse that they had a vns patient who was last seen in (B)(6) 2010 and set to at that time output current of 1.25 ma. In (B)(6) 2010, the patient was doing well, since (B)(6) 2011 they noticed an accompanying increase in attacks (seizures), more violent attacks, less magnetic effect, often stesolid needed. Their seizures were not over their prevns rate during this time and later attributed to their loss of therapy. On interrogation in (B)(6) 2011, a screen warning that the output stood at 0.00 ma was noted on the regular output current and the magnet output current. The patient's settings were corrected to intended therapy of 1.25ma output current and 1.50ma output current on the magnet. System diagnostics were performed and showed: everything is ok at 1.25 ma, 3387 ohms, ifi no. Manufacturer is pending review of programming history to confirm the event. It is likely based on the report of events that a generator reset due to burst watchdog timeout occurred. A software upgrade will be scheduled on the patient's generator to prevent future reset events.